Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
The customer alleged that the pump delivered 37 units of insulin on its own. Tandem technical support investigated the pump logs and found that 32 units of insulin were requested for the fill tubing process. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. There was no adverse impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy.